Event description:
The customer reported that the device did not deliver therapy. There was no reported patient involvement.

Event description:
The customer reported that the device did not deliver therapy. There was no reported patient harm.